Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil implant unintentionally detached when the coil was being positioned in the aneurysm. The coil was withdrawn along with the microcatheter and successfully removed from the patient. The coil was replaced with another coil, which was implanted without problem and the procedure was successfully completed without any injury or harm to the patient.